Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zfx received the product associated with this complaint, however it was not the zfx09-zb-tsv-hlrs, (gentek® hexalobular retaining screw, tsv®/tm®) screw, as reported. The product received does not correspond to any other zfx product. Visual evaluation could not be performed, part is not a zfx09-zb-tsv-hlrs screw and not a zfx product. It is not possible that a screw with this dimensions was mistakenly included in the package. The subcontracted manufacturer of the screw does not produce screws with these dimensions. In addition, zimvie also does not produce a screw with these dimensions. Therefore, based on the available information, the investigation cannot be performed. DHR review could not be performed since the lot number was not provided and unknown. However, zfx quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the zfx09-zb-tsv-hlrs dating back to 12 months from now. The complaint history review revealed that there are no existing complaints for the reported product for similar events (complaint category keyword: dental: functional: loosening). Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. E1: reporter name: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
The prosthesis unscrewed even though the protocol had been followed. Procedure not completed.